Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative about a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient¿s device was overdischarged as they had not used it for a long time due to the therapy not helping the patient. It was discussed getting the patient¿s device out of a potential overdischarged state by performing physician mode recharges (pmrs)and then turning therapy off. It was reviewed that this was the best way to confirm that the therapy was off so that the patient could have an unrelated MRI done. Troubleshooting could not be performed due to a lack of access to the product. It was asked but unknown when the event occurred. The patient¿s physician information was also asked for but was unknown. No further complications were reported/anticipated. Additional information from the manufacturer representative was received on 2017-06-18 reporting that the dates and details were unknown as several reprogramming sessions were reported by the patient¿s hcp. It was also reported by the patient to the manufacturer representative that they needed an MRI for alternate health issue but was unable to due to their system not being MRI compatible. A MRI compatible system was discussed with the patient¿s hcp. No cause of the ins not helping was determined. The devices were explanted. This information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-06-28 reported that the devices were discarded at explant per the surgeon. The patient¿s weight at the time of the event was approximately (B)(6). This information was confirmed with the physician/account. No further complications were reported.